Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995 batch#: 4327484. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter it was reported by the customer that 10ml luer lock syringe used in an intubation, syringe started leaking and syringe was cracked, leaking medication. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip report. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025. Type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: no apparent harm - reached the patient/person ahs optional report to cmdsnet (health canada): yes. Incident details: 10ml luer lock syringe used in an intubation, syringe started leaking and syringe was cracked, leaking medication device information device name/description: syringe luer lock tip 10ml. Manufacturer: xxxxx. Manufacturer code/model: 302995. Serial or lot number: (B)(6). Expiry date: (B)(6) 2029. Supplier: xxxx. Supplier/catalogue number: 308-302995. Is the device retained? Yes. Number of devices: 1. Wiped, contained, labelled? Followed vendor¿s specific instructions investigation request expected type of investigation: actual device tested; lot review e-mail address for person holding device: xxxx. Site shipping address: clinical contact information: xxxxx.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. One sample was provided to our quality team for investigation. A visual inspection was performed. A large crack extending from around the number two to number eight was observed on the non-scale marking area of the barrel. This condition is non-conforming with the product specifications. The potential root cause for the cracked barrel is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4327484. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch 4327484 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.